Event description:
It was reported that the system received a handpiece error during an unk procedure. The procedure was finished with no pt consequence. Pt info requested, but not available.

Manufacturer narrative:
(B)(4). Eval summary: the instrument was received with a loose mount. The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The handpiece was disassembled. A torn acoustic isolator and evidence of moisture ingress were found in the instrument. Possible causes of continuity: caused that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.